Event description:
A surgeon reported he had several cases of decompensated corneas at one day post cataract surgery. Cases occurred in august 2005 and january 2006. In each case the surgeon reports the decompensation was of the whole cornea, swelling was present and folding of the descemet's membrane was identified. He reports that for these cases he injected adrenaline 1:10,000 into the anterior chamber due to these patients' small pupils. Corneal grafts may be necessary.